Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier did not work, and logon required a password and witness. A field service engineer found new biometric identifier lumidigm update package version 1.3 was found and downloaded, and the knowledge article instructions were followed. All other biometric identifier instances were deleted from device manager, and the device was uninstalled. The biometric identifier was unplugged, the update package was installed, and the firmware package was installed to the windows d drive to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID does not work, login required password and witness. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.